Event description:
Sinusotomy and sphenoidectomy was performed lateral to the vertical lamella. Frontal outflow dissected. A 7 mm ballooon was used to enlarge frontal outflow. Balloon inserted easily, but upon removing the balloon, the balloon portion sheared off. It was removed without difficulty. Photo documentation was taken.